Event description:
It was reported to boston scientific corporation on may 16, 2008 that a corflo cubby low profile gastrostomy device was placed in 2008 (patient age, gender and weight are unknown). According to the complainant, the balloon would not inflate with a syringe prior to the procedure. The lumen was found to be extended to the end of the shaft and the end was open. The device was replaced with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The device is missing the inflation lumen plug. The balloon of the returned sample was inflated and a hole was found at the distal end where the balloon and shaft meet. Evaluation of the device revealed that the device is missing the inflation lumen plug. The complaint is confirmed.